Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the tissue even though it was activated. They believed there was not enough power. There was no bleeding and no injury. Another device was used to complete the procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 03/29/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.